Event description:
Customer reported to beckman coulter, inc (bec) that there was a fluid leak fluid in the tray underneath the blood sampling valve (bsv) of the unicel dxh 800 coulter cellular analysis system (dxh 800). Customer reported that the tray overflowed into the sample process area. Customer reported that the leak was contained within the instrument. Customer reported that they performed a shutdown of the dxh 800 and after the daily checks failed (background for white blood cell, platelets and differentials). Customer reported that they looked inside the instrument and saw the fluid. Customer reported that the volume of the leak was 40 ml. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the bsv was leaking because tubing from the blood detector had disconnected. The fse cleaned the bsv and reattached the tubing. The fse also performed preventive maintenance.

Manufacturer narrative:
(B)(4).